Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Fluoroscopy did not reveal any abnormalities with the implanted system. No changes have been made and the ICD remains in service. No additional adverse patient effects were reported.